Event description:
The manufacture's field service engineer (fse) reported during preventative maintenance (pm), fse discovered that the backup battery was not operating. There was no patient involvement.